Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. In the photo an unknown green substance can be seen on the catheter tip. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd venflon ¿ pro safety needle protected IV cannula experienced foreign matter. The following information was provided by the initial reporter: after unpacking the catheter, they found a green piece of plastic at the end of the needle. The catheter ends in a waste bin. But they took some photo. Event occurred before use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon ¿ pro safety needle protected IV cannula experienced foreign matter. The following information was provided by the initial reporter: after unpacking the catheter, they found a green piece of plastic at the end of the needle. The catheter ends in a waste bin. But they took some photo. Event occurred before use.